Event description:
It was reported that the insulation has been comrpomised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The shaft of the monopolar handle is slightly bent. Also, dents and scratches were seen on the insulation. Passed insulscan test. Probable root causes could be user misuse, or handling during cleaning/reprocessing, or normal wear and tear. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been comrpomised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.